Manufacturer narrative:
The catheter was returned for analysis. The catheter body was found separated in two segments. The catheter tip and the marker band were examined, no damages were found. The catheter body was found to be stretched and accordioned at the distal tip. The separation occurred at the distal segment of the catheter. The broken tubing material ends exhibited jagged edges, exposed braid, stretching and necking. A mandrel was then able to pass through the catheter tip and hub with slight resistance. The mandrel did get stuck with the damaged locations. No other anomalies were observed. Based on the characteristics of the broken edges, the catheter separated likely occurred when exceeding the tensile strength of the tubing material. It is possible that the ¿severe vessel tortuosity¿ may have contributed to the reported event. Per our instructions for use (IFU), the user should: discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the device/s against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The marksman catheter has been returned and evaluation is in progress. A follow-up MDR will be submitted when the investigation is complete.

Event description:
Medtronic received report of marksman break during a procedure. The patient was undergoing flow diversion treatment of a cerebral aneurysm. The vessel was severely tortuous. The devices were prepared as indicated in the IFU. A continuous heparinized saline flush was used during the procedure. It was reported that a flow diverter was advanced through the marksman with resistance. The flow diverter became locked up in the distal section of a marksman during delivery. The slack in the marksman was removed, which did not resolve the issue. The devices were removed from the patient. The physician was examining the marksman on the table when the catheter "came apart on the distal end." Ultimately, the procedure was completed using coils. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.